Manufacturer narrative:
Full patient identifier is case- (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckmann coulter field service engineer (fse) was dispatched to assess the instrument's performance. Fse noted a preventative maintenance (pm) had been performed on 24oct2019 with all diagnostics performing within specifications. Fse noted no instrument issues. Fse performed system checks, carryover and pump tests with all results in specifications. In conclusion, the cause of the questioned patient results could not be determined with the available information.

Event description:
On (B)(6) 2019 the customer reported erroneous patient results were generated on the customer's dxi 800 immunoassay analyzer, part number 973100 and serial number (B)(4). And reported out of the laboratory, affecting patient care. Assays, dates of testing, test results, number of patients affected and patient change(s) to treatment or care were not reported. Requests were made to obtain additional information regarding details of incident but no additional information was provided. There was no report of instrument issues or errors. Customer reported quality control (qc) was running high but did not provide data or specific assays. Other system performance information such as system checks or calibration were requested but not provided. Information regarding patient sample collection and processing was not provided.